Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. The customer had been experiencing higher blood glucose levels than normal and then began feeling nausea and vomiting. The customer's blood glucose at the time of admission was 554 mg/dl. The customer stated that he had been in bed for a couple of days and thought that the insulin had overheated. The customer stated that he has a normal body temperature of around 100 degrees fahrenheit. The customer declined troubleshooting because he felt the issue was with the overheated insulin. The customer stated that all his devices had been functioning since the incident occurred. The customer also mentioned receiving a no delivery alarm. The customer believed that he had inserted the infusion set into muscle, causing the no delivery alarm. The customer declined troubleshooting for the alarm. Encouraged customer to call back for troubleshooting if the issue occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.